Event description:
The customer reported the ventilator would not run on ac power. There was no pt involvement. The respironics service technician was able to duplicate the reported problem. The respironics service tech found the circuit breakers on the ventilator in the off position. The hosp biomedical tech could not explain how or why the circuit breakers were in the off position. The service technician switched the circuit breakers back to the on position. Extended self testing (est) and performance verification testing was completed and the unit passed to operating specifications.